Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01075. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, while advancing the pc400 coil through the px slim, the physician met resistance and decided to withdraw the pc400 coil. However, while withdrawing the pc400 coil from the px slim, it unintentionally detached inside the px slim and was removed. The procedure was successfully completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.